Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. Review of the reported event by a health care professional found: the reported event of deep/unspecified infection occurred at an unknown timeframe post implantation. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. This is a limited investigation; a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Additionally, part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. Insufficient information provided. Unable to perform a compatibility check. The root cause of the reported event was determined to be unrelated to the device. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This device is used for treatment. Review of the reported event by a health care professional found: the reported event of deep/unspecified infection occurred <90 days post implantation/at an unknown timeframe post implantation. Product will not be evaluated as it has been determined the event is not related to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot numbers. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown oxford bearing; item # unknown; lot # unknown, unknown oxford tibial; item # unknown; lot # unknown. G2: foreign - event occurred in south korea. G2: literature - report source: (B)(6), (B)(6), (B)(6), (B)(6), & (B)(6). (2025). Mobile versus fixed-bearing in medial unicompartmental knee arthroplasty: an average 10-year follow-up. Journal of clinical medicine, 14(20), 7144. Https://doi.org/10.3390/jcm14207144 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained that reported a retrospective study from korea. The purpose of the study was to evaluate the mid- to long-term outcomes of medial uka comparing mobile versus fixed-bearing designs between june 2008 and july 2015. The study reviewed 81 patients, 45 with fixed-bearing uka and 36 with mobile-bearing uka. Implants were decided by surgeon preference before october 2012, the zimmer miller- galante system was used for fixed-bearing implants, and the zimmer high-flex knee system was used thereafter. For mobile-bearing cases, the oxford partial knee system was used. Implants were cemented. All surgeries were completed by one senior surgeon with 15 years¿ experience. The study population had a mean age of 57 years at time of surgery; (17 males/64 females). Follow-up was conducted at a minimum of 5-years, with a mean length of follow-up for 10.6 years. The study reported 1 patient within the mobile bearing group required tka conversion due to infection. Attempts have been made and no further information has been provided.